Event description:
Nurse ran blood glucose test on suspect device and reading was 219 mg/dl at 6:00 am. Nurse gave patient 4 units of insulin. Tested again at 8:30 am and suspect device gave hhh. Nurse administered 10 units of insulin. Tested again 2 hours later and suspect device gave hhh. Patient received 10 more units of insulin. Approximately 30 minutes later lab result = 22 or 29 mg/dl. Patient was then given glucose.